Manufacturer narrative:
A ge service rep performed an onsite investigation. The steering drive chain was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the c-arm was difficult to steer. Thee is no report of pt injury.